Manufacturer narrative:
E3: occupation: lab manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that post procedure, an 8 french angio-seal was taken out of its sterile package. The arteriotomy locator and sheath were placed together; however, there was no audible click, and the arteriotomy locator did not seem secure into the sheath. A new 8 french angio-seal product was acquired and was deployed without incident. No blood loss was reported. There was no patient injury and/or medical or surgical intervention required. Additional information was received 13may2025: there was no patient info given, in that this product did not touch the patient. They were able to marry the arteriotomy located and sheath together; however, they separated without resistance. Therefore, the staff put this item aside and acquired another 8 french angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 8 french angio seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, carrier tube and guidewire. The device was visually inspected and found to have been in unused condition. Sheath and locator assembly were returned fully mated. No damage or deformities were identified with the components. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were able to be connected but the sheath and locator assembly disconnects when minimal external force is applied. Sheath and locator mold cavities were inspected and are as follows: hemostasis sheath - 41, arteriotomy locator - d5. The complaint can be confirmed for a sheath and locator connection issue because the returned sample does not stay connected when the sheath and locator are mated. The exact root cause was unable to be determined. The likely root cause is the connection between the sheath and locator deformed, preventing the components from mating. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).